Event description:
It was reported that the patient underwent a surgical procedure to treat an atropic non-union of the clavicle using rhbmp-2/acs. An unknown time post-operatively, the patient developed a brachial plexopathy. No additional information was reported.

Manufacturer narrative:
(B)(4) - brachial plexopathy. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.